Manufacturer narrative:
The sample was a venous draw in a 5ml edta tube and was run in closed vial mode. Qc was run before the event and results were acceptable. A field service engineer (fse) was dispatched: the fse replaced several hardware components and performed adjustment. The fse verified the instrument by running qc and a random patient sample. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
The first patient sample run of the day on the coulter act diff 2 analyzer generated low results for hemoglobin (hgb) and platelets (plt) when compared to 2 subsequent reruns of the same sample. The second and third runs generated higher hgb and plt results which were reproducible and the customer reported out of the lab the results obtained in the second run. The low results were not reported out of the lab. Based on the available information there was no affect to patient or user.